Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had to start catheterizing, after which she got infections, even though she used medical gloves, a face mask, and iodine. The health care professional (hcp) told the patient it was because her body was rejecting a foreign object. At one point, an infection went clear up into her lungs so she ended up in the ICU/5 days in the hospital. After she was discharged, she picked up another type of infection, which she could not remember. After this, she needed a "PICC line", home health, and dressings. The patient noted she had gotten chronic infections since 2001, which was before the implant. She had gotten numerous CT scans and x-rays over the years. The patient had her implantable neurostimulator (ins) and lead replaced because the lead was not working. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, cause, or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2015-25264 for information on the patient's concomitant system.

Manufacturer narrative:
(B)(4).